Manufacturer narrative:
Follow-up # 1 ¿ (09/12/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/23/2013 and 9/4/2013, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging an high inaccurate result of "235mg/dl" as compared to a laboratory result of "128mg/dl" performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 15mg/dl or 20%. The subject meter was replaced. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.